Manufacturer narrative:
It was reported that the pendant buttons are not working and it was hot to touch and the bar underneath the bed that connects to the motor, it falls out and prevents the bed from moving there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "the pendant buttons are not working and it was hot to touch and the bar underneath the bed that connects to the motor, it falls out and prevents the bed from moving.".